Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The device history records for the femoral, tibial and patella component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Review of the device history record for the articular surface showed deviation; however with further investigation there is no evidence to suggest that the deviation influenced the reported issue. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the persona knee profiler, no compatibility issues are noted. The complaint history search for the part and lot combination for the tibial, femoral, articular surface and patella component individually found no other complaints. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
(B)(4). Other devices used: the following were manufactured by zimmer (B)(4). Catalog #42532007902, persona cemented stemmed tibial component, lot #62778958. Catalog #42521401010, persona ps articular surface, lot #62555653. Catalog #42540000035, persona all poly patella, lot #62617086. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing popping sounds when he moves his knee.